Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately twenty-one months post smartflex self-expanding stent (ses) implantation the stent fracture. It was detected during patient¿s follow-up. There was no reported patient injury. The device will not be returned for evaluation as the device remains implanted.

Manufacturer narrative:
As reported, approximately twenty-one months post smartflex self-expanding stent (ses) implantation the stent fractured. The stent was placed in the popliteal area in an elderly gentleman for treatment of peripheral vascular disease. The target lesion was of considerable length and required coverage over a stenotic, irregular extensive portion of the artery. The fracture was detected during a patient follow-up. There was no reported patient injury. The device will not be returned for evaluation as the device remains implanted. The product was not returned for analysis. A review of the device history record ((B)(4)) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent fracture is a known potential product malfunction associated with the use of the smartflex stent system and is listed in the IFU as such. There is no evidence of a manufacturing related issues per the device history review and the smartflex stent systems are 100% inspected for released to sale. Review of the available information suggests that vessel anatomy and location, specifically in the popliteal area of high motion, may have contributed to the reported stent fracture. No further actions are required at this time.